Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe had a cutting failure during the procedure. The procedure was completed by replacing the probe with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other items, for the report of cutting failure. Upon sample receipt it was noted that the probe needle was bent. The returned sample was visually inspected and was found non-conforming with a bent needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and a couple other locations along the inner cutter. The inner cutter was observed to be slightly bent. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The complaint evaluation confirms that the probe had a cut issue. The most likely root cause for the cut non-conformance is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including handling during surgery. A secondary potential root cause for the observed cut non-conformance is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. An exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).